Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the hospital that the patient's atrial lead was not working. No further information was available. The atrial lead remains in use. No patient complications have been reported as a result of this event.